Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The addition or removal of insulin from a filled cartridge will result in an inaccurate display of insulin level on the home screen. In addition, the user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer received a message during fill tubing asking for a minimum of 50 units. The customer reportedly loaded 400 units of insulin into the cartridge before being prompted to. There was no impact to the customer's blood glucose level.